Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional information was requested but, no additional information has been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the product was not sealed and part of the dressing was hanging out of the primary packet. Photos of the reported device complaint were provided by the complainant.

Manufacturer narrative:
This complaint has been evaluated. Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. The production monitoring system was reviewed and the seals were cleaned, there were pad splice jams and registration problems during the manufacture of the batch which may impact the complaint issue. All preventative maintenance was completed to schedule. Machine logs show fitters were on-line to repair registration issues at the time of manufacture. Photograph provided confirms evidence of seal issues. This complaint issue is associated with a previous site investigation. The site investigation, has been closed. A root cause investigation was opened and is now closed. The root cause investigation found that a buildup of debris and glue on sealing system to be the most probable cause for this issue. There is currently a revalidation program across all machines at the manufacturing plant. No additional information is available at this time. Should additional information become available, a follow-up report will be submitted. (B)(4).